Event description:
The pt received his trial scs system, including two trial leads and a multiprogram trial stimulator device on (B)(6) 2011. During the trial period, it was reported by the physician that the pt was driving with his stimulator on and was in an automobile accident. On (B)(6) 2011, the physician removed the trial leads and discarded them. It is reported the pt received rib and facial injuries during the accident and is following up with his pcp for these issues. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.